Event description:
Customer's mother reported her daughter's sensor readings are inaccurate sometimes. Customer's current blood glucose is unknown. Customer's mother stated the sensor readings are usually close to customer's blood glucose. In the middle of the night, customer's insulin pump would alarm meter bg now. When checking customer's blood glucose, the sensor readings would be inaccurate. The sensor would be reading lower than the actual blood glucose. Customer's mother was educated on proper sensor insertion and calibration procedures. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.